Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf impact code f1001 captures the reportable event of absence of treatment.

Event description:
Note: this report pertains to one of three capio slim devices used in the same procedure. Please reference report number 2124215-2024-19202 and 2124215-2024-19182 for the related case. It was reported to boston scientific corporation that a capio slim was used during a sacrospnious ligament fixation procedure in the pelvic floor, performed on (B)(6) 2024, for the treatment of prolapse. During the procedure, when the device was tested to see if the bullet would catch in the spring cage, it was successful, however, when the physician attempted to use the capio device on the patient, the bullet would not go through the ligament. It was not reported how many times an attempt to deploy was performed, but it was mentioned that the same failure occurred with the other two capio devices. The procedure was then aborted. It was indicated that the patient had been administered general anesthesia by the time the procedure was cancelled. There were no patient complications reported as a result of this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.